Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the tip of the screwdriver broke when the surgeon tried to insert the lock-screw during a surgical procedure. There was no adverse outcome for the patient. Surgical time was not prolonged significantly.